Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance with the introducer sheath was confirmed. The reported resistance with the guiding catheter could not be tested due to the condition of the returned device. The reported resistance with the stent could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
The procedure was to treat a mildly tortuous, moderately calcified, concentric, 75% stenosed, de novo lesion in the proximal right coronary artery (prca). After performing pre-dilatation, a 3.5 x 24 mm non-abbott stent was implanted. Intravascular ultrasound (ivus) was performed and the 5.0 x 12 mm nc trek balloon catheter was used for post-dilatation. The balloon catheter was inflated at 14 atmospheres (atm) for 30 seconds. The balloon catheter could be pulled into the guiding catheter (gc) but resistance was met with the stent implant as the balloon catheter was being pulled into the gc. The balloon catheter was inflated for a second time at 14 atm. It was removed from the stent implant and resistance was met again with the stent implant and the balloon catheter could not be pulled into the gc this time. The gc and the balloon catheter were withdrawn as a single unit. However, the gc and the balloon catheter could not be pulled into the sheath. The sheath, gc and the balloon catheter were removed from the anatomy as a single unit. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns; guide cath: hyperion 6fr jr4.0,eagle eye; stent: nobori 3.5 x 24 mm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.